Event description:
The customer reported his blood glucose reached 19.0 mmol/l (342 mg/dl) and that the cannula was kinked and out of the skin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. We ae unable to confirm the kinked cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records wer reviewed and the product lot met all acceptance criteria.